Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11cy7, explanted: (B)(6) 2017, product type: lead. Product ID 3889-28, lot# va11cy7, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that implantable neurostimulator (ins) got flipped and lead was coiling up. During what was supposed to be a lead revision (due to ipg flipping and lead coiling up), the patient started vomiting and aspirated with the anesthesia. The anesthesiologist and doctor decided that it wouldn't be safe to continue. They finished the removal and closed the incisions. They were planning a full implant with this patient later this patient. It was unknown what caused this lead coiling.